Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a demonstration for training of the staff, the laser and the auxiliary illuminator did not work. There was no patient involvement. Additional information is not expected.

Manufacturer narrative:
The customer reported that the system laser and the auxiliary illuminator were not working during a demonstration for training of the staff. There was no patient involvement. The company service representative examined the system and replicated the reported event. The company service representative observed an intermittent fault on the system causing the laser and auxiliary illuminator to fail. The fault was traced back to the power controller printed circuit board (pcb). The illuminator module was not passing the lumen test. The nonconforming power controller printed circuit board (pcb) and illuminator module were replaced to resolve the issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming power controller printed circuit board (pcb) and illuminator module. The manufacturer internal reference number is: (B)(4).